Event description:
It was reported that post-implant, the patient felt lightheaded and dizzy. It was further determined that the patient was bradycardic with ventricular escape in the low 30s and 40s and the patient developed shortness of breath and was having palpitations. Upon interrogation, it was revealed that the patient's leadless pacemaker was failing to capture. X-ray confirmed dislodgement. The device was retrieved and replaced. The patient was stable.

Manufacturer narrative:
The reported event of capturing problem and dislodgment were not confirmed. Final analysis found that the helix length was within specification and no anomalies were noted on the helix. Telemetry, pacing and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. No anomalies were detected.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capturing problem and dislodgment were not confirmed. Final analysis found that the helix length was within specification and no anomalies were noted on the helix. Telemetry, pacing and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. No anomalies were detected.